Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10336. The pt reported the charging system becomes warm when he charges his ipg. The pt also reported he observes reddening of his skin when he warming occurs. Follow up info revealed the pt is following manufacturer recommendations to avoid heat while charging with no further issues to report at this time. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.